Event description:
The guide wire was prepped in normal fashion, but when it was inserted it wouldn't steer properly. When turned in one direction it went the other direction, this was never inserted into the patient and the patient was not harmed.